Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have possibly over delivered insulin. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer also reported that they were having issues with change sensor alarms, calibration alarms, and sensor glucose versus blood glucose differences as well as low blood glucose. Troubleshooting was not completed as the customer declined. The customer just wanted sensor replacement. The insulin pump will not be returned for analysis.